Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. The patient put out the flames with water. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for evaluation. The technician found thermal damage to the front cabinet outlet. The thermal damage was caused by an external source. There was no evidence of thermal damage internal to the device. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use".